Event description:
The acclarent aera eustachian tube balloon dilation system did not function properly during the case. The surgeon was using the balloon in the pt's eustachian tube through the nose, balloon popped at a pressure of 6 when a pressure of 12 was required. There was no harm to the pt. Nothing was retained. The product was immediately removed from the field.